Event description:
A nurse from the user facility reported a broken haptic was noted during injection of the intraocular lens. Anterior and posterior vitrectomy were required. Additional information has been requested.